Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical failure was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's ambicor penile prosthesis (app) was not functioning as intended. A surgical procedure was subsequently performed, during which the app was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported.

Event description:
It was reported that the patient's ambicor penile prosthesis (app) was not functioning as intended. A surgical procedure was subsequently performed, during which the app was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported.